Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) regarding a patient who was receiving bupivacaine (10 mg/ml at 0.75 mg/day), morphine (20 mg/ml at 1.5 mg/day), baclofen (500 mcg/ml at 37.5 mcg/day), and clonidine (100 mcg/ml at 7.5 mcg/day) via implantable infusion pump. It was reported that the patient had an MRI but did not have the pump interrogated until (B)(6) 2021. Last refill was 2 months ago. The rep reported a motor stall error message and code 99 saying there could be potential pump damage. It was explained that the programming was showing that the pump was stalled for 47 hours and 9 minutes, and if truly stalled, an extended stall could lead to pump damage. The rep reinterrogated that pump and confirmed that the motor stall had recovered. The issue was resolved at the time of report. It was reviewed with the rep that the patient should have their pump interrogated shortly after an MRI to avoid this occurrence. No symptoms/patient complications were reported. Event date was on (B)(6) 2021.